Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information were not provided. This event was further reviewed by an abbott vascular medical affairs director, and the reviewer stated that in this research article titled titled " risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registry,¿ data of 828 patients undergoing mitraclip implantation in germany between 2010 and 2013 were analyzed. In-hospital mortality was 2.2% and stroke rate was 0.9%. These rates and those of less severe complications were within the expected ranges for such population. The paper concluded that mitraclip implantation appears to be a safe treatment option with low rates of mace and clip-specific complications. The reported patient effects of worsening mitral regurgitation (mr), cerebrovascular accident (stroke), transient ischemic attack, emboli/thrombus, hemorrhage, cardiac perforation (atrial perforation), worsening heart failure, mitral stenosis, renal failure, dyspnea, mitral valve injury (tissue damage), arrhythmia and failure to deliver mitraclip to the intended site/failure to retrieve mitraclip system components (foreign body in patient), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A cause for the patient effects of mitral regurgitation, stroke (cerebrovascular accident), transient ischemic attack, thrombus, major bleeding (hemorrhage), atrial perforation, heart failure, mitral stenosis, renal failure, arrhythmia, and chordal injury, could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registryna

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clips remain implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registry.

Event description:
This is filed to report serious injury. It was reported through a research article identifying the mitraclip device that may be related to: mitral regurgitation, stroke, transient ischemic attack, thrombus, major bleeding, atrial perforation, heart failure, mitral stenosis, renal failure, dyspnea, arrhythmia, chordal injury, medical intervention (blood transfusion, cardio pulmonary resuscitation, intubation, pacemaker), re-hospitalization, and mitral valve replacement. The study concluded mitraclip implantation is a safe treatment. Details are listed in the attached article, titled "risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients from the german transcatheter mitral valve interventions (trami) registry,¿ please see article for additional information.